Event description:
It was reported that during an unknown procedure, there were firing issues, the device could not fire smoothly. About 1/2 cutting line and staple line were deployed after each firing. The device fired three times totally. As the patient had hepatitis, the products had been discarded. Unknown how case was completed. There were no adverse consequences for the patient. One device and three reloads were discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.